Event description:
Ous MDR - after an implantation period of approximately 53 months, oversensing with inappropriate therapy was reported. As during the revision procedure the lead got damaged, only fragments of the lead are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt, the proximal part of the lead under complaint, including the yoke and the connector, was missing. Furthermore an approx. 1.5 cm segment was missing at the distal end of the lead. The analysis revealed multiple signs of wear along the lead fragment. In particular in the distal area, near the shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of the noise which led to shock delivery as reported in the complaint text. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally the inner coil was severely stretched in the distal area. The conductor cable to the shock coil was found coiled inside its lumen. These findings most likely resulted from tensile forces applied during the extraction procedure. No further analysis was feasible due to the extent of the extraction damages. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.